Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber was used at 125,957 joules and 0:13 minutes when forward firing occurred.

Manufacturer narrative:
(B)(4) - (no code available) refers to a potential for forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported during bph procedure; fiber "forward firing" was observed. The procedure was completed using second fiber. Patient outcome: "stable" reported. No injury to patient was reported.